Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the flashing power and wrench indicator appeared.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a flashing power and wrench indicator on the mobile power unit (mpu) was confirmed via evaluation at the service depot. Visual inspection of the returned heartmate mobile power unit (serial number: (B)(6) confirmed that the power supply printed circuit board assembly (pcba) contained a non-conforming c5 capacitor. The mpu did not pass the mp, heartmate mobile power unit service process. The unit was connected to alternating current (ac) power and a yellow wrench alarm was reproduced. A warranty replacement mpu was provided to the customer and the returned affected unit was authorized to be scrapped. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was determined to be due to a nonconforming capacitor on the mpu power supply pcba. A corrective and preventative action (CAPA) was initiated to further address the observed issue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (rev. D) section 5 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their mpu and system controller, including yellow wrench / no external power alarms. Heartmate 3 instructions for use (IFU) (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The heartmate 3 patient handbook (rev. D) section entitled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.